Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unknown procedure, the device was leaking from the valve. Another device was used to complete the case with no patient consequence.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and hemostasis was achieved using manual compression. There were no reported patient adverse effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.